Event description:
The customer reported that the volumes fluctuate with each breath. The nellcor puritan bennett factory service technician verified the volume fluctuations, and also found that the device failed to maintain system pressure. The technician inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.